Manufacturer narrative:
The associated complaint device was not returned. A clinical analysis indicated that per communication, the revision/poly exchange with debridement and synovectomy was performed due to complications secondary to chemotherapy (swelling/inflammation). It was reported that the explant was sent to the hospital lab for testing. The patient impact beyond the symptoms reportedly secondary to chemotherapy, the revision/poly exchange procedure and a brief post-op rehabilitation period cannot be determined; however it was reported that the patient was doing well. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no other complaints for the listed part. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a patient who was diagnosed with cancer after his hip replacement, started swelling after his 4th dose of chemo and got inflamed. The dr did a debridement and synovectomy, changed the poly, and placed antibiotics into the wound before closing up again.